Manufacturer narrative:
The information in this report was provided by stryker legal affairs department. No additional information is available currently due to the ongoing litigation. Should additional information become available, the evaluation summary will be submitted in a supplemental report.

Event description:
It was reported that allegedly the patient underwent hallux rigidus correction with cheilectomy and cartiva implant in the left first metatarsophalangeal joint. She subsequently was revised due to alleged pain.